Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose and concern for an ilet malfunction following a hospitalization, with the user¿s libre 3 plus sensor connected to the manufacturer¿s phone app, which prevented connection to the ilet; the user and healthcare provider expressed concern that the ilet could have contributed to hyperglycemia, and a one-time replacement was authorized. Symptoms included hyperglycemia. Outcomes included no reported injury beyond hyperglycemia and no report of ongoing medical intervention related to the device. Investigation included complaint intake review and user education covering ilet shutdown, data sync to the mobile app prior to return, restart requirements on the replacement device, continued cgm use with an alternative app or receiver, and differentiation between supply issues and device malfunction. Investigation of this case revealed that the cgm pairing to the manufacturer¿s app rendered it unavailable for ilet use, which could impair automated insulin delivery and contribute to hyperglycemia; the device will be replaced for continued therapy while cause remains unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.